Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and was hospitalized for the event on the same day. The treatment for the peritonitis was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895078 and gd895243. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).